Event description:
It was reported that during preparation for a thrombectomy procedure, guide wire surface damage was noticed. The physician was attempting to perform a thrombectomy in the non-tortuous, non-calcified left popliteal artery. This amplatz guide wire was being used to guide another manufacturer's thrombectomy device through another manufacturer's introducer sheath. However, during introduction, the physician noticed the coating was missing in a small area approximately 20cm from the tip of the guide wire. Another amplatz guide wire was used to complete the procedure successfully. There were no reported patient complications. The patient status is listed as "ok".

Manufacturer narrative:
(B)(4).